Manufacturer narrative:
Block h3: the ivus pim was returned for evaluation. Visual inspection found the pigtail (cable) was pulled out of the device housing but remained intact, and contamination was observed at the catheter connector. Functional testing for presence of smoke could not be performed out of caution due to the nature of the returned ivus pim. Block h6: the probable cause could not be established due to the nature of the returned ivus pim. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during preparation for use of the intrasight system, smoke was coming out from the ivus pim; however, no burnt, charred, or melted components were identified. There was no patient present and no user injury reported. This product problem is being reported because the intrasight had presence of smoke. There is a potential for harm if it were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7 & d10: not applicable. Blocks h3 & h6: at the customer site, a field service engineer replaced the ivus pim and interface cable. System meets the specification for the performed service and is returned to use. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
On 29sep2025: further evaluation was performed on the returned ivus pim. Blocks h3 & h6: the ivus pim was opened and inspected for any evidence of thermal damage. However, no thermal damage, smoke residue, or burn odors were found. Investigation findings updated from c0706 (stress problem identified) to c19 (no device problem found). Investigation conclusions d15 (cause not established) was listed and remains appropriate. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.